Event description:
Pt's spouse reports defective whisperject device- does not engage to assist with injection glatiramer. Pt had older device available that still worked to give injection. Cares team provided phone # to spouse to request replacement of device. No further info provided. Unknown if any adverse events, missed doses or if product on hand for return. Unknown lot#.